Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited out of range shock impedance measurements. Boston scientific technical services (ts) was consulted and noted these measurements have been present since implant. No noise was noted. No adverse patient effects were reported. At this time, there is not enough information to confirm this device system remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited out of range shock impedance measurements. Boston scientific technical services (ts) was consulted and noted these measurements have been present since implant. No noise was noted. No adverse patient effects were reported. Additional information was received that the out of range impedance measurements were due to an error in programming during implant procedure. At this time, this device system remains in service.